Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. Distributor indicated device only vibrates. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).